Event description:
The customer reported that he received a low alert on his insulin pump, due to a sensor reading of 47 mg/dl. The customer treated and suspended the insulin pump. The customer's blood glucose was 280 mg/dl and the sensor still read 47 mg/dl. Optimal insertion techniques were reviewed with the customer. The customer was having issues with taping the sensor on his body. The customer was found to be inserting in approved areas and had not noticed any bent cannulas. Calibration techniques were discussed. Upon removal of the sensor, it was found that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.